Event description:
It was reported that cartridge alarm 20 occurred and that caller had experienced cartridge alarms with consecutive cartridges on pump. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged shipment of in-warranty replacement pump, confirmed shipping address, instructed customer to place pump into storage mode and return it with pre-paid label, and advised customer to re-enter pump settings and reconnect continuous glucose monitor on replacement device; customer understood and acknowledged all instructions.